Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was noted in the alarm history due to the force sensor zero-off set measures. No damage in the keypad assembly was noted. Unable to verify the button error alarms due to the critical pump error. The pump was received with a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced.